Event description:
Description of event according to complainant: the navalign cook celect jugular vena cava filter was only in for 6 weeks in a (B)(6) girl with submassive pulmonary embolism. The filter is already tilted with the hook embedded in the caval wall and the legs are more splayed with some of the struts at least 1 cm outside of the cava and in the duodenum. It is unknown if the physician who performed the second procedure accidentally moved the filter when he was working from the groin. The patient came back with abdominal pain. The physician was unable to retrieve the filter. The patient was referred to another physician, who successfully retrieved the filter; however, the fractured leg had already embolized into her right atrium, and fortunately this physician was able to retrieve it. Per a response from the physician, the patient is doing fine.

Manufacturer narrative:
(B)(4). The investigation is in progress.